Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on 05/06/2014 with the following findings:. No defect was found. Last basal delivery was on (B)(6) 2014 .tdd add up and reflect the programmed basal target. Two sequences of consecutive ¿cs054¿ are observed. The pump reflected 24u after a 24hr on 1u/hr duration test, no alarms or ¿auto-boluses¿ occurred during the investigation. Boluses were performed and recorded correctly at the correct time and order. The keypad is undamaged and fully responsive. No intermittent condition or moisture ingress was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had high blood glucose (bg) levels over the weekend, in the high 300 mg/dl, with large ketones, nausea and vomiting. Reporter changed site and set three times alone (B)(6) 2014 and bg would slowly rise. She corrected bg using syringe 5.0 units and a new vial of insulin, and bg came down to 80 mg/d. L reconnected the pump and bg slowly climbed and this am 311 mg/dl and mild ketones 3.5 units manual correction current bg 178mg/dl, usual bg 100 mg/dl. Denies trauma to the pump, replaced cartridge and battery caps on (B)(6) 2014. Tdd, bolus and all basal rates confirmed as well as temporary basal increase on (B)(6) 2014 and a decrease last night (B)(6) 2014 for the 80mg.dl bg. Reporter feared after the manual correction the bg would drop too low. Normal basal ran all night, review of bolus history mom reports there are two bolus deliveries for today that were not programmed, and patient does not bolus without reporter¿s assistance. Bolus 8:00 am 1.75 units completed, and 7:38am 1.6 units completed. Sites are not new but they avoid sites that are lumpy and hard. The changed cannulas were not bent or kinked, review of insertion technique is per IFU. They rotate and changed sites every 2-3 days. Reporter does not think the pump is working correctly. Customer support advised patient to go to an alternate delivery plan until a replacement pump arrives. This complaint is being reported due to the allegation of pump malfunction and because the patient experienced hyperglycemia.